Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h6 findings and conclusion codes of the previously submitted report.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cannula (a-unit) of the charged coupled device (r-unit) section is broken. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent the laser light cable plug of the video cable section contains foreign material. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had blurry image and there no difference between 2d and 3d images. This was found during an unmentioned procedure. There were no reports of patient harm.